Manufacturer narrative:
The results of the investigation are inconclusive since the lead remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The lead was capped and remained in situ.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, lead impedance was out of range high. The patient experienced no adverse consequences as a result of this event. The lead was explanted and replaced. The patient is in stable condition following the procedure. Device previously reported under: 3010215456-2015-27663.